Event description:
The customer received a blood glucose reading of 109mg/dl on the contour next link meter, re-tested on three other meters and the readings were 269, 274 and 267mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.